Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-01477 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with an uphold vaginal support system during a corrective surgery on (B)(6) 2010. According to the complainant, this corrective surgery did not correct the patient's problems. Post procedure, she continued to experience pervasive vaginal pressure and pain, vaginal prolapse, chronic cystitis, stress urinary incontinence, dyspareunia, granulation of tissue, and mesh exposure and erosion. Additionally, she had bleeding, and urinary and vaginal infections. The dates of onset and the specifics of these complications are unknown. On (B)(6) 2011, the patient returned to the hospital for a mesh removal (mesh type and quantity removed unknown). All other information is unknown and reportedly unavailable.